Event description:
It was reported that there was low impedance and a potential insulation issue with the lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression. Only visual analysis was performed.